Manufacturer narrative:
(B)(4). The exact date of birth was unknown but it was reported that the patient was born in (B)(6). The device was reported to be available but has not yet been received. A review of all batch record documents for lot number h12l06140 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Visual inspection identified that the main body of the transfer set was cracked. Leak testing, clear passage testing, and clamp function testing did not identify any issues related to the reported problem. The evaluation confirmed the reported condition. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was broken during use on a patient, prior to initial drain. The registered nurse (rn) found the transfer set to be broken when it was being connected to the patient. After connection, it was found that there was no flow through the transfer set from the patient. Therapy was able to be performed after the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.